Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 3/16/2015: the device was returned to animas and evaluated by product analysis on 3/16/15 with the following results: display is dim/faded (pink).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.